Manufacturer narrative:
The initial reporter information was not provided.

Event description:
The advocate stated her mother had been getting high blood glucose readings on the contour next ez. The most recent readings in the meter memory were 209, 302, hi, 400 and 390mg/dl. On a nonspecified day, the mother became unresponsive and an ambulance was called. The paramedics tested her blood glucose and their reading was 171. The reading with the contour next ez was approximately 490mg/dl. The customer was taken to the hospital but further information was not provided. The customer normally takes a set amount of metformin and adjusts her insulin accordingly. She is not compliant with diet and the advocate could not verify insulin dosage, or the last time her mother took insulin. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. There was no evidence of an adverse event due to meter performance. The advocate was advised to return the strips for evaluation. New meter and strips were sent to the customer.